Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection, as well as functional and electrical testing. The evaluation determined that the issue was due to the battery discharging past the internal threshold limit. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection, as well as functional and electrical testing. The evaluation determined that a component would not turn back on after a full battery discharge. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) could not be powered on, but displayed that it was fully charged when connected to the charger. The device was returned for evaluation.